Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump alarmed hardware low level failure and customer did not hear beep for alarm. The customer¿s blood glucose was 151 mg/dl. The troubleshooting was performed. Customer reported that the self test was passed and able to clear and rewind the insulin pump. The insulin pump will not be returned for analysis.